Manufacturer narrative:
Additional information: the pump was not returned to the manufacturer for evaluation. A correlation between the device and the reported infection and stroke could not be conclusively determined. It was noted that the pump was operating as intended with all normal pump parameters during the event. A review of the device history record revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the patient did not have a clot. The patient was found to be infected everywhere. Upon admission, the patient was febrile and had a known (B)(6) driveline infection. The patient's abdomen/chest was cut open from the driveline to the pump, exposing the pump. Daily dressing changes were performed. The patient was trached but the vad coordinator did not know the reason when the manufacturer's clinical consultant asked. The patient expired on (B)(6) 2014 due to a hemorrhagic stroke. The stroke was believed to be due to the patient being turned/moved while trached, resulting in a false lumen. The hospital staff could not get another airway and the patient expired. The pump will not be returned. The pump was operating as intended with all normal pump parameters.

Manufacturer narrative:
Approximate age of device: 1 year and 4 months. The pump remains in use supporting the patient. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient presented to the hospital because he was not feeling well and was febrile upon arrival. A CT scan was performed and it was determined that the patient had a pump pocket infection. A driveline debridement was performed and when the patient's abdomen was opened "a lot of pus and drainage¿ was found. The surgeon opened, debrided and cauterized the area from the driveline to the pump pocket attempting to eliminate the infection. The abdomen was left open in order to perform continuous wash-outs and packing of the wound with sterile dressings. The patient is reportedly receiving daily sterile dressing changes and is on IV antibiotics.